Event description:
It was reported the radiopaque marker detached from this introducer sheath into the pt's biliary system upon removal during a biliary drainage procedure. The detached marker was pushed into the duodenum where it is believed it will pass through normal peristalsis. The procedure was successfully completed this unit without pt complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. Pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device we are unable to determine the exact cause for this event.